Event description:
Articulator 35 was being used to divide and ligate. Staple lines bled through, vessels were igated with surgical ties.

Event description:
Articulator 35 was being used to divide and ligate. Staple lines bled through. Vessels were ligated with surgical ties.